Manufacturer narrative:
The customer's complaint that the lifeband comes away easily from the locating positions on the bottom enclosure of the autopulse platform (sn (B)(6) when touched was confirmed during the visual inspection. The locking tab slots on the bottom enclosure were worn down. As a result, when the lifeband cover plate was inserted, the lifeband did not latch correctly onto the bottom enclosure and was able to be removed easily. The observed physical damage appeared to be due to wear and tear, likely attributed to the device's aging. The device life expectancy is 5 years. The autopulse platform was manufactured in april 2016 and is over 8 years old. The bottom enclosure was replaced to address the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The platform was run with a normal manikin on 30:2 and continuous mode without issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported during training, the lifeband comes away easily from the autopulse platform (sn (B)(6) when touched. The lifeband clips in but it comes out easily from the locating positions on the bottom enclosure of the platform. When they pull away the hinged belt guards on the lifeband, the locking tabs on the platform do not hold the lifeband. No patient involvement.